Manufacturer narrative:
The device returned to manufacturer was documented as dec 16, 2015 on the initial report. It has been updated as jan 7, 2016 to reflect the correct information.device evaluation: upon complaint review, it was determined that the root cause was undetermined. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the control unit was not functioning and defective. Therefore, the reported condition was confirmed. The assignable root cause was determined to be wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the air pen drive device motor was blocked, seized and rough running. It was further determined that the housing was detached. It was noted in the service order that the device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.